Manufacturer narrative:
Approximate age of device - 3 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2019 for cardiogenic shock. It was not communicated what type of treatment the patient received or when the patient was discharged. There were no reported alarms for the event.

Event description:
Additional information it was reported that the cardiogenic shock was secondary to the patients bradycardia which the patient had presented with on (B)(6) 2019. The patient experienced low blood pressure and was treated with atropine. This was thought to be a patient condition, not device related. Patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the reported cardiogenic shock and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. No alarms were reported for this event. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(4) no further information was provided. The manufacturer is closing the file on this event.